Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon eval, the j1 battery connector was broken on the defibrillator board. The cause of the inability to power on is the broken connector. The root cause of the broken connector cannot be positively identified. No adverse event resulted from the broken connector.